Event description:
A low readings issue with the Abbott Diabetes Care (ADC) device was reported. The customer received an unspecified low scan on the ADC device. The customer noted a vertical trend arrow which indicates rapidly rising/declining glucose levels (more than 2 mg/dl per minute). The customer was asymptomatic and self treated with food, Apidra SoloStar Solution insulin (dose unknown) for treatment. There was no report of death or permanent impairment associated with this event. Additionally, a sensor scan of 3.8 mmol/L was compared to a reading of 17.1 mmol/L obtained on a Competitor Brand Meter. The length of sensor wear was unknown days. When the results were plotted on a Parkes Error Grid, fell into the C zone showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
Product has been returned and is currently undergoing investigation process. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.